Manufacturer narrative:
The following fields have been updated with additional information: b.5. Describe event or problem: the event description has been updated with a new medical device brand name. D.1. Medical device brand name: syringe 0.5ml 30ga 1/2in uf 10bag 500cs. D.2. Common device name: piston syringe. D.2. Medical device catalog #: 328466. D.3. Medical device manufacturer: holdrege. D.4. Medical device expiration date: 2024-12-31. D.4. Medical device lot #: 9343396. D.4. Unique identifier (UDI) #: (B)(4). G.1. Manufacturing location: holdrege. G.5. PMA/510(k)#: k024112. H.4. Device manufacture date: 2019-12-09.

Event description:
It was reported that syringe 0.5ml 30ga 1/2in uf 10bag 500cs hub separated. The following information was provided by the initial reporter: material no:unknown, batch no:unknown. It was reported that the whole needle component comes off when the needle shield is removed.

Manufacturer narrative:
Medical device expiration date: unknown.a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ syringe hub separated. The following information was provided by the initial reporter: material no: unknown. Batch no: unknown. It was reported that the whole needle component comes off when the needle shield is removed.